Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).¿

Event description:
On (B)(6) 2021, the patient was involved in a motor vehicle accident and was transported to the hospital by ambulance. Upon arrival at the facility, the patient¿s vital signs reportedly showed symptoms of shock. The patient underwent emergent endovascular treatment of a traumatic aortic transection using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). Prior to ctag-ac placement, a transcatheter arterial embolization of the left internal iliac artery was performed to treat pelvic hemorrhage. During the procedure, the left subclavian artery was intentionally covered by the ctag-ac. At the end of the procedure, the physician was reportedly concerned about paraplegia because both the left internal iliac artery and left subclavian artery were obstructed. The patient tolerated the procedure. On (B)(6) 2021, the patient developed paraplegia. The patient¿s paraplegia had not yet resolved as of (B)(6) 2021. Details of the patient¿s treatment were not available.